Manufacturer narrative:
Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received, after review of the medical records for MDR reportability, the patient was revised for femoral component loosening (unknown interface), pain, and osteolysis. Competitor cement was used. Doi: (B)(6) 2014. Dor: (B)(6) 2015 (left knee).